Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was exhibiting low r-wave values and intermittent sensing and required a new rate sense lead. The rate sensing portion of the (0064) was capped, and the high voltage portion remains active.